Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that the target lesion was moderately tortuous and severely calcified with 80% stenosis.

Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 2.25 x 28 mm stent delivery system was returned for analysis. A visual examination of the stent identified that the crimped stent was damaged on the distal section of the stent with struts lifted and pulled distally. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed signs of distal tip damage. A visual and tactile examination of the hypotube found hypotube kinks along several sections of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable. It was further reported that it was a 80% stenosed, moderately tortuous, and severely calcified target lesion.

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending artery. A 2.25 x 28 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent strut was lifted. The procedure was completed with a different device. There were no patient complications reported and the patient was stable.